Event description:
It was reported that the patient had the device for two years and it "didn't work." The reporter indicated that during a programming session, a "wrong key" was pressed and the patient "lit up like a christmas tree." The reporter thought that the patient was dying and she looked like "she was in an electric chair." The device was quickly turned off. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 7436, serial# (B)(4). Product type: programmer, patient: product ID 3389s-40, lot# v535392, implanted: (B)(6) 2011. Product type: lead: product ID 3387s-40, lot# v571555, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).